Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during advancing, resistance was felt, and the stent dislodged from the stent delivery system. After the stent had dislodged from the delivery system, it moved down to the femoral head. The physician tried to snare the dislodged stent but was unsuccessful. A balloon catheter was then used to crush the stent inside and prevent it flowing in systemic circulation. The procedure was completed via an alternative method and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damaged and has moved from the manufactured position. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the stent dislodgement.

Event description:
It was reported that stent migration occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during advancing, resistance was felt, and the stent dislodged from the stent delivery system. After the stent had dislodged from the delivery system, it moved down to the femoral head. The physician tried to snare the dislodged stent but was unsuccessful. A balloon catheter was then used to crush the stent inside and prevent it flowing in systemic circulation. The procedure was completed via an alternative method and there were no patient complications nor injuries reported.